Event description:
The reporter stated as the surgeon was inserting a 12.6mm micl 12.6 implantable collamer lens, the patient coughed and the lens was inserted into the patient's eye upside down. The lens was removed within the same surgery with no patient injury. The backup lens was implanted with no problems. The reporter stated the cause of the event was patient related and there was no problem with the lens or the injection system.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No: lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry, with dried surgical residue on lens surface. (B)(4).